Event description:
The patient called to report the adverse reaction she experienced after the implantation of a rod, screw, and c-wire manufactured by depuy-synthes for an elbow fracture. Pt experienced a bronchitis and sinus infection after the surgery and antibiotics was prescribed. Immediately after surgery she started to experience pain, discomfort, inflammation, swelling and burning sensation in her extremities. She was later diagnosed with rheumatoid arthritis and was prescribed medication for pain. She was informed that she had a reaction to the titanium in the device which caused the inflammation and arthritis. On (B)(6) 2015 the implant was explanted and she began to see relief of the burning sensation and the stiffness.